Event description:
The account alleged the head up is only rising intermittently. He has replaced the head and knee up coils but believes the issue will be a valve.

Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.